Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient fell and crushed his shoulder one month prior to the report, his leads took a hit and he thought they may have moved, and therapy stopped working. The patient couldn¿t get stimulation to turn off if he got it turned on. Sometimes the implantable neurostimulator (ins) would not turn on or off. Two weeks prior to the report, the patient had surgery and was not sure if the lead wires were corrected. Post-surgery, the patient hadn¿t turned stimulation on and he had nerve issues and ¿ghost issues.¿ he thought the nerve issues were from the fall and weren¿t therapy related. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.